Event description:
It was reported the x7-2t transducer had a stripped cable and a bare wire. This event was associated the ie33 ultrasound system. The intended use was noted to be for diagnostic purpose. It was unknown if the device was in patient use at the time the reported failure was found. The transducer was not used and then caused a delay in patient care. No patient or user was harmed as a result of the issue. The service engineer has recommended the customer replace the probe. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H11: inadvertently omitted statement: as part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage.